Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc lancing device would not penetrate her skin and she was therefore unable to obtain a blood sample. Customer was driven to a local hospital where she was reportedly treated with insulin, glucagon, and an "emergency shot". No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product quality engineering (pqe) has investigated this complaint and determined that there is no indication that the product did not meet specification. No product has been returned for this complaint to date. As the lancing device was not returned for this complaint, a tripped trend review was completed for the time period of february 2018 to february 2019, and there was no adverse trend identified. Owen mumford, the third party manufacturer of the freestyle lancing device ii, continues to monitor complaints received for the freestyle lancing device ii. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc lancing device would not penetrate her skin and she was therefore unable to obtain a blood sample. Customer was driven to a local hospital where she was reportedly treated with insulin, glucagon, and an "emergency shot". No further information was reported. There was no report of death or permanent injury associated with this event.